Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The issues began about six months prior to the date of the report with stimulation being intermittent then stopping altogether. It was noted that the patient had a slip on the ice. But it was not clear that the time frame correlated. It was also noted that the patient previously had one lead "quit", and reprogramming was able to resolve the issue. The status lights were assessed on the patient programmer, and indicated the stimulation was on and the internal battery was good. Additional information has been requested, but was not available as of the date of this report.